Event description:
During follow-up, impedance and capture threshold measurements were missing from the memory of the device. Slow interrogation was observed. No intervention was performed. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of slow interrogation and postponed measurements were confirmed. Based on the review of the provided information, the postponed measurements of battery voltage caused slow interrogation. The cause of the daily check postponement was not determined.